Event description:
It was reported to philips that the device required unspecified service. Additional details have been requested. There was no patient involvement.

Manufacturer narrative:
Additional details were requested. It was later confirmed via email with the philips response center that the customer requested routine service for the device with no malfunction. There was no malfunction of the device.